Event description:
The otc (over-the-counter) fleet enema is labeled in our medispan medication load as "saline enema" which is misleading because it is actually sodium phosphates: https://dailymed.nlm.nih.gov/dailymed/druglnfo.cfm?setid=a2155d4e-ab12-4bce-80d1-47e31195a060(https://dailymed.nlm nih.gov/dailymed/lnfo.cfm?setid=a215sd4e-ab12-4bce-80d1-47e31195a060). Interestingly, the pediatric fleet enema indicates on the prescribing information and medispan's information as a ¿phosphosoda" enema: https://dailymed.nlm.nih.gov/dailymed/druglnfo.cfm?setid=8d9b3d8f-d340-4587-9224-73dbd72a6509. Https://dailymed.nlm.nih.gov/dailymed /druglnfo.cfm?setid=8d9b3d8f-d340-4587-9224-73dbd72a6509). Using this product thinking it is normal saline (vs sodium phosphates) could result in hyperphosphatemia. (B)(6).